Manufacturer narrative:
Investigation summary: it was reported the flush would not depress. To aid in the investigation, forty-seven samples were received for evaluation by our quality team. Three samples came empty with no packaging flow wrap and forty-four samples came in sealed packaging flow wrap. A visual inspection was performed and no defects or imperfections were observed. The samples were then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution. Thirty-seven of the samples were within specification and ten samples did not pass the test. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306547, lot number 1256993. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syr 10ml pump compatible saline 10ml fil experienced difficult plunger movement. The following information was provided by the initial reporter: it was reported by the medical professional, the flush would depress fully when trying to flush the IV, flushing the IV was difficult to push, the flush would not depress, the IV would not flush.